Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: the keypad button cover was found to be intact; no damage was observed. During investigation, the keypad buttons were found to respond appropriately to button presses. The pump was opened and no damage to keypad connector or keypad flex cable. Keypad connector latch is secure. The complaint of a keypad button response issue was not duplicated with investigation. Unrelated to the complaint, investigation revealed a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.